Event description:
It was reported that a patient presented asymptomatically in-clinic for a routine follow-up. The device exhibited far-r oversensing during ventricular threshold searches leading to inappropriate ams episodes. Programming changes were successfully made. Patient continued to be monitored.